Event description:
It was reported the patient received the following results on the aviva system within 10 minutes: 130 mg/dl, 180 mg/dl, 100 mg/dl, and 54 mg/dl. The patient had symptoms of hypoglycemia. The patient's daughter treated her with orange juice and a can of soda pop. The paramedics were not called and the patient was not taken to the hospital. Return of the suspect device was requested for evaluation.